Event description:
Patient admitted to ER for multiple inappropriate shocks. Physician examined patient and determined the ventricular lead had pulled back. The device was measuring r waves of 1.9 mv with measurements of 5.6 mv at implant. The representative had no further information regarding the physician's prognosis of lead dislodgement. The patient is undergoing lead revision. If the lead cannot be repositioned, it will be capped and a new lead will be implanted. On (B)(6) 2010 - we received information that this lead was explanted on (B)(6) 2010.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.